Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer: when asked the cause of the implant being put in kind of an awkward place, not the best position: patient explained she has healed up now and it is somewhat improved, no plans to move the device. Patient said she is ¿slight¿, just (B)(6). Patient said she doesn't really use/adjust the device and hasn't had much help with the device. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient was trained under anesthesia, so they don¿t know how anything works. It was also reported that they were feeling uncomfortable stimulation; they felt some slight discomfort in their bike seat area when they were laying down, but not when they were standing or walking. It was stated that they were in pain and were uncomfortable and that they would get the device removed if they couldn¿t get that to stop. It was reported that they had pain at their incision site and that they had used a heating pad over the area, but the heat had not helped with the pain; at this point they had intense swelling. Troubleshooting included an attempt to show the patient how to decrease stimulation to a comfortable level when they are laying down. However, the patient was having a lot of trouble finding their implant and was getting poor communication when trying to communicate with their programmer (pp), so they were unable to turn down stimulation. At one point the patient noted that they saw a .7 on the pp screen, but then got poor communication; they suspected that they were thinking the ¿7¿ was the ¿?¿ on the poor communication screen. As the patient was experiencing swelling and post-surgical pain and struggling to troubleshoot over the phone, it was recommended that they read the manual and follow up with their healthcare provider in person for assistance. The patient stated that they would wait the weekend, let themselves heal and then try to use the pp. Additional information was received and it was reported that patient still had problems with urinating at night. It was noted patient could not perform simple actions like pressing the power on button and did not know if there were any batteries in their programmer. Patient stated they had overactive bladder and bowel problems and had been constipated since implant and on and off since before the device. Patient was not getting any relief from urine and could not go out because they would go to the toilet and then two minutes later had to go again. Patient had pain at incision site and that stimulation hurt. Patient suffered from chronic pain in lower body and pelvic region so it was hard to tell if the pain was from the stimulation or incision site. Patient thought they were on program 1 at 0.7v and then they were at 0.8 and then they were at 0.0 and it was noted patient had a hard time reading the screen and was going to try to increase to the point where they felt it but it did not hurt. Patient stated they were still getting poor communication and was successful one time to pull up numbers and reported seeing 8 but could not make out what else was on the screen. Patient tried to increase once but encountered the sync now screen. Additional information was received on (B)(6) 2018 from a consumer indicating that the patient didn¿t know if their implant was working, they had been urinating frequently the same as they did before the implant. The patient stated they didn¿t really have bowel issues, but sometimes they had constipation. The patient stated they had chronic pain between their legs, which was another reason the doctor implanted it. It was reviewed that the device was not indicated for pain so treatment should be "discuss" with their healthcare provider. The patient stated their life was a disaster, they had to wear diapers all the time and it was embarrassing. The patient also mentioned that their implant was put in kind of an awkward place, not in the ¿best position,¿ just behind their left hip, and it felt kind of lumpy. Syncing with the implant showed stimulation was off. It was reviewed that stimulation was off, which was probably why they were not getting any relief. The patient thought it wasn¿t off for very long because they checked it a few days ago and it showed 1.7v. The ins on icon was reviewed, and the patient mentioned that they didn¿t think they had ever seen a "lightening" bolt, just the number 1.7v. It was reviewed to look at the implant icon to determine if the ins was on, and to avoid the ins on and off buttons on the side. The patient increased from 1.7v to 1.9v and noted they felt stimulation in the correct location. The patient would monitor symptoms and follow up with their healthcare provider if the problem did not resolve. It was noted that the patient had an appointment on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was noted that the patient is hard of hearing, hard of seeing, frustrated that they couldn¿t reach their implant site well, and was having difficulty using the programmer and antenna. It was reported that the implant had not been working except for a brief time after implant. During troubleshooting to try and ¿turn off¿ the device for the patient¿s cataracts surgery, it was determined that stimulation might have already been off. It was noted that they had trouble seeing, explaining, and understanding the icons, so it could not be verified if stim was on with the icon. They were assisted with turning stimulation on, and the patient said it was ¿too much.¿ they were directed to decrease stimulation, but they were struggling to hold the antenna on their implant, so they were directed to turn stimulation off because it was too uncomfortable. The patient stated that they weren¿t really feeling any stimulation before that, so it was reviewed that it sounded like their implant was off before they turned it on, and that may be why they weren¿t getting symptom control. The patient was frustrated and said they want the implant removed because it¿s not helping, and it was reiterated that the implant was most likely off. The patient stated that they decreased stimulation, so they were directed to turn it back on. They said it was ¿too much¿ again and noted that they were at 2.5, but before it was 1.9 so they had actually increased. They were guided to keep pressing the minus button, but kept saying it was too much, so they were directed to try to turn stimulation off again. It was noted that they were eventually comfortable again, but it was unable to be determined if the implant was off or just decreased. The patient stated that they pressed the stim off button multiple times, but they felt like it was turning it on; they still felt a little stimulation after pressing the stim off button and thought the ¿stim off¿ button was now turning their stimulation on. It was noted that it was set at 2.0 but the patient couldn¿t verify whether stimulation was on or off with the stim icon in the corner. They sometimes described the icon in the left corner as a circle with a vertical line through it and it was determined that they might have been describing the ¿info screen¿ or the ¿stim on¿ icon. It was recommended that they follow up with someone face-to-face, perhaps a manufacturer representative in the healthcare provider¿s office. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information received from the patient who said the ins has not helped with the "amount of urine and urine has not gotten less or stopped". They added that they saw their healthcare provider (hcp) about a month ago. During the call, stimulation was increased from 1.0v to 1.6v; they could feel stimulation. As a result of what was reported, the patient will see if this helps resolve their issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was still having symptom control issues and they wanted help connecting with their programmer (pp). They were able to increase to 1.7v with assistance, and were sent additional resources for using their pp. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they are still having issues with poor symptom control and not being able to connect the programmer (pp) easily. Troubleshooting was attempted again, but they stated that they kept getting poor communication due to the ins being in an ¿awkward place.¿ they were sent the quick guide and online tutorials. No further patient complications are anticipated or expected as a result of this event.